Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The display began to gradually fade one to two years prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: the pump powers ¿on¿ and displays ¿verify¿ screen but the display is faded and discolored, pump¿s cover was removed and a test display screen was mounted, the pump was able to power up with a fully illuminated and colored display.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.